Event description:
Patient reported experiencing an elevated blood glucose level of 375 mg/dl. Patient stated, he changed the infusion set and took correction via the pen on (B)(6) 2012. Patient reported getting blood glucose level under control by himself. Patient's normal blood glucose level was not provided. Patient stated, he changed the infusion set needle after 3 days. Advised patient regarding recommended changes of the infusion set needle. Patient reported, the needle broke off and stuck in the fat tissue of the abdomen. Patient stated, the issue occurred previously. No further information available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The infusion set meets product specifications. The reference samples were visually inspected and tested for needle stability and the cannula passed the test.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.